Manufacturer narrative:
(B)(4). Date sent: 2/26/2020. Additional information was requested and the following was obtained: on what vessel was the device used? Uterine arteries, ip ligaments, supportive structures of the uterus. Was it the same for all 3 procedures? Each procedure was a total vaginal hysterectomy. Were both tones heard before cutting the tissue? In the two cases I was in, both tones were heard on all firings prior to transection. Were both tones heard with every activation of the device? Yes. In the two cases I attended, the surgeon ¿double burned¿ on many applications because he was concerned about vessel sealing capabilities¿.having been ¿compromised¿ previously. What specific vessels were bleeding intraoperative? What were they compressed with? I believe that they were the uterine's. They were compressed with application of haney clamps followed by manual suture ties. Were the vessels skeletonized or taken with surrounding tissue? Most were taken with surrounding tissues. Skeletonization of tissue in vaginal hysterectomy is usually pretty difficult. What was the vessel position within the jaws? The vessel, according to the surgeon and his assisting surgeon was properly aligned within the instrument jaws. Was the bleeding noted intraoperatively or only post-op? Bleeding was noted intraoperatively during the two cases I observed. The earlier reported incident was found to be bleeding post operatively. What was the volume of blood loss? None on observed cases. Unknown on third reported procedure. Was blood transfusion required? None on observed cases. Unknown but I don¿t believe so on reported, non-observed case. What is the current patient status? All are doing well according to reporting surgeons.

Manufacturer narrative:
(B)(4). Batch #: unk. Following information has been requested but unavailable. Should additional information be obtained, a supplemental report will be submitted: on what vessel was the device used? Was it the same for all 3 procedures? Were both tones heard before cutting the tissue? Were both tones heard with every activation of the device? What specific vessels were bleeding intraoperative? What were they compressed with? Were the vessels scalarized or taken with surrounding tissue? What was the vessel position within the jaws? Was the bleeding noted intraoperatively or only post-op? What was the volume of blood loss? Was blood transfusion required? What is the current patient status? A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that the surgeon was performing a total vaginal hysterectomy. After multiple applications of the enseal x1 large jaw device the surgeon detected a significant bleeder that was not properly sealed/coagulated and cut but the device. The surgeon indicated that he had to bring the patient back for a post-op hemorrhage after use of the nslx120l.